Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was having a hard time keeping a charge on the ipg. The patient underwent an ipg swap and was doing well post operatively. The explanted ipg will not be returned as it was discarded per medical facility policy.